Event description:
This ra lead was implanted on (B)(6) 2009, and remains implanted at this time. A call was placed to technical services on (B)(6) 2016, stating that this lead had an impedance of >2500 ohms. Reviewed, likely fractured. The physician was unknown at (B)(6) cardiology in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).